Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the user interface pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and would intermittently boot-up with a white display. A white display is indicative of a device lockup condition that could delay, or prevent, defibrillation therapy from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed user interface pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic) chip, designator u2.